Manufacturer narrative:
Based on the available investigation results, no clear conclusion can be drawn regarding the cause of the reported slippage. It is not assumed that the detected pin force deviation could have led to or contributed to the event. From our experience, the pinning technique can contribute to a loss of clamping force and/or slippages. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer was asked for further information; any relevant new findings will be presented in a follow-up report if applicable.

Event description:
Customer informed us on december 9 that one of our products was involved in a case in which a laceration occurred.